Event description:
It was reported that after the implant procedure, the post-interrogation showed an increase in right ventricular lead threshold, and then about two weeks later, the threshold was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.